Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
After generator replacement surgery, patient developed an infection and the generator was explanted. Design history records were reviewed for the generator. The generator was confirmed to have been hp sterilized prior to distribution into the field. The device passed all specifications prior to distribution. No other relevant information has been received to date.